Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, had drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, had drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h imdrf annex f. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie pocket c0 in main drawer 5 had failed. The field service engineer (fse) contacted technical support to remove the erroneous cubie pocket entry from the database. The technical support specialist dialed into the station and executed a query to identify a related failure on auxiliary drawer 3.1 ¿ pocket d3. Subsequently, the specialist accessed the server, ran an additional query, and confirmed that pocket c0 had been successfully removed from the database. The customer was notified via email, and a follow-up was completed. The case was marked as resolved after confirming that the cubie was functioning correctly. The system functioned as intended after the technical support specialist troubleshot the device.